Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 4/9/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the pcb00 product was returned in its original package. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was cartridge. The cartridge tip was observed slightly deformed. The lens returned outside the preloaded device and cut in two in three pieces. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. Due to the conditions of the lens returned, the complaint issue reported as cosmetic issues (scratch) could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed two additional complaint folders for this po number and product deficiency not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. If implanted, give date: lens was removed/replaced during the same procedure. If explanted, give date: lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) in the patient's left eye, a scratch was observed. The lens was fully inserted and removed during the same procedure. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. No further information is available.